Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right heart failure. There were no device issues at the time of death and the death was not device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of right heart failure could not be conclusively established through this evaluation. Due to patient privacy laws, the account declined to provide any additional information regarding the reported event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, "patient care and management", states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. No further information was provided. The manufacturer is closing the file on this event.